Manufacturer narrative:
The unit passed the functional test, including the displacement test, the rewind test, the basic occlusion test, the occlusion test, the prime test, and the excessive no delivery test. The unit had a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube, and a cracked reservoir tube lip. (B)(4).

Event description:
The customer called in to report an emergency room visit due to high blood glucose levels. The customer's high blood glucose level was 375 mg/dl. The customer reported symptoms of vomiting. The customer was treated in the emergency room with the insulin pump. The cause per the healthcare provider was diabetic ketoacidosis. The customer completed troubleshooting for leaks and air bubbles but none were present. The customer requested a replacement device. The customer was asked to return the device for analysis.